Event description:
A customer reported that an ophthalmic gas would not dispense out of the regulator. Procedure details and patient impact were not reported. Additional information has been requested none received till date. Additional information received from the customer indicated that the event occurred during a surgery. The surgery was completed with an alternate regulator. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).